Event description:
It was reported the pt has lost stimulation due to the charger being unable to successfully recharge the ipg. An sjm representative attempted to troubleshoot the to no avail. As a result, the pt's ipg site was revised on (B)(6) 2014. Post-op, the ipg performed as intended.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.